Event description:
In 2006, this pt was implanted with three gore tag thoracic endoprostheses. In 2008, this pt had a re-intervention to repair a ruptured aneurysm. Images have been sent to gore. Further investigation is being conducted.